Event description:
Healthxare professional reported "simple sparse cysts in breasts, measuring up to 0.8cm." "Areas of branched linear non-nodular enhancement, between 9/10 o'clock on the right breast, measuring 3.3 x 1.2 x 0.5cm. It is 2.2 cm from the skin, 1.8 cm from the cap and 1.1 cm from the implant capsule." Via MRI. Healthcare professional later reported ¿baker grade iii capsular contracture¿ and ¿pain + breast deformity¿ and ¿retro glandular breast implants, showing an increase in anteroposterior diameter and accentuated folds, especially on the left, suggesting capsular contracture¿. This is for the right side. The device remains implanted.

Event description:
Healthcare professional reported "simple sparse cysts in breasts, measuring up to 0.8cm." "Areas of branched linear non-nodular enhancement, between 9/10 o'clock on the right breast, measuring 3.3 x 1.2 x 0.5cm. It is 2.2 cm from the skin, 1.8 cm from the cap and 1.1 cm from the implant capsule." Via MRI. Healthcare professional later reported ¿baker grade iii capsular contracture¿ and ¿pain + breast deformity¿ and ¿retro glandular breast implants, showing an increase in anteroposterior diameter and accentuated folds, especially on the left, suggesting capsular contracture¿. This is for the right side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, "simple sparse cysts in breasts, measuring up to 0.8cm." "Areas of branched linear non-nodular enhancement, between 9/10 o'clock on the right breast, measuring 3.3 x 1.2 x 0.5cm. It is 2.2 cm from the skin, 1.8 cm from the cap and 1.1 cm from the implant capsule."